Manufacturer narrative:
Concomitant medical products: addr01 ipg implanted (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced chest pains. The right ventricular (rv) lead exhibited possible oversensing and "two over sensed beats". The rv lead remains in use. No further patient complications have been reported as a result of this event.